Event description:
The customer reported the system is displaying a collimator too large error message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and has not yet reported the result of the evaluation. (B) (4).